Event description:
(B) (4). Same case as: 2134265-2010-01761, 2134265-2010-01762, 2134265-2010-01763. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced angina. In (B) (6) 2008 at the index, it was noted that the physician implanted a 2.5x24mm, 3.0x12mm, 3.0x28mm and 3.0x8mm taxus express2 stents in the distal circumflex (cx). In (B) (6) 2009, the patient relapsed to angina pectoris. In (B) (6) 2009, an intervention was performed. The 90% stenosed target lesion located in the distal cx was 8.0mm long with a reference vessel diameter of 2.5mm. Dilation was performed with an unknown cutting balloon. Residual stenosis was 24% with timi flow 3. The patient also had symptoms of stable angina. The event was resolved and the patient discharged on bayaspirin and plavix. In (B) (6) 2010, it was noted the patient condition ¿improved.¿

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the denovo target lesion was 64% stenosed, 2.0mm in diameter and 18.3mm long. Predilation was performed. A coronary dissection caused by a guide wire occured following placement of the 3.0x28mm and 3.0x8mm stents. The 2.5x24mm and 3.0x12mm stents were placed due to the dissection. Post-dilation was not performed through the procedure. Residual stenosis was 25% with timi 3 flow kept through the pre-index procedure. Post procedure, 99% stenosis developed in the obtuse marginal. Elevation of ck value, ck-bm value and back pain were confirmed. In (B)(6) 2008, the elevation of ck value, ck-bm value and back pain were successfully resolved. The patient was discharged 4 days later without complications on bayaspirin and plavix. Residual stenosis following the (B)(6) 2009 procedure was initially reported as 24% and correct residual stenosis should have been 25%.